Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing on the tissue during a laparoscopic sleeve gastrectomy, two reloads fired but stopped 5 mm short of the cut line. The surgeon was able to complete the firing by re-engaging the firing mechanism of the device. There was no patient injury.